Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was confirmed. The downstream occlusion (dso) sensor was damaged/knicked. The dso sensor was replaced to address this issue.

Event description:
It was reported that the downstream occlusion sensor voltage was stuck at 183mv +/- 2./ cb. The event occurred during testing. Evaluation of the returned device found the downstream occlusion sensor was damaged and confirmed the reported sensing issue.